Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported there was a footswitch failure and a loss of phaco with the system. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer found that a needle was jammed under the treadle, which caused system message (sm) [footswitch failure detected.] To display, confirming the reported event of footswitch failure and no phaco. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The footswitch serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event can be contributed to debris that was found under the treadle. The manufacturer internal reference number is: (B)(4).